Event description:
It was reported that the right ventricular lead exhibited subclavian crush damage. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found that both insulations were damaged and all five filar's of the outer coil were fractured at 20.5 cm to 21.5 cm from the connector pin as a result of clavicular crush damage. Analysis also found an insulation abrasion exposing the outer coil at 46.8 cm to 47.0 cm from the connector pin, which was consistent with constant friction to another implantable device.